Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured april 28, 2014 - april 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of vancomycin. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.